Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was difficult to disconnect from the solution bag. The nurse had the patient cut the transfer set to disconnect. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification and noted no issues related to the reported condition. Functional testing performed included leak testing, clear passage test, clamp function testing and integrity of seal surface test with no issues noted. The partial transfer set (blue connector) was unable to be disconnected from the patient line connector by hand; therefore, the reported problem was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.